Event description:
In center, hemodialysis pt reports symptoms of blurred vision, dizziness, shortness of breath, lower back pain, neck pain, cramping, abdominal pain, difficulty walking and standing straight, and hypotension. The pt reported the above both during and after dialysis treatments. The symptoms initiated around 5/31/99 and increased in severity until 6/11/99, when the pt reports she was removed from the psn membrane at which time, the symptoms slowly resolved. The pt was changed from a cellulose acetate membrane to a psn membrane near the end of may, exact date unknown. The pt had a similar reaction 1 year prior to a polysulfone membrane. The nurse at the ctr reports the pt has psychological issues and does not believe the reported symptoms are related to the dialyzer membrane. The nurse reports the pt is fully recovered at this time.